Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample (a piece of thread broken) and six closed samples to analyze this case. We have tested the knot pull tensile strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.11 kgf in average and 1.05 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) additionally, we have tested the linear pull tensile strength of the closed samples received and the results are: 1.56 kgf in average and 1.55 kgf in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.24 kgf in average and 1.17 kgf in minimum and fulfilled ep requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Remarks: as stated in the note/precautionary measures of the instructions for use of the product, "when working with suture materials great should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. The user should be familiar with surgical suturing techniques, before implanting the material surgically". Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with premilene suture. The client reported that after the operation, the suture was broken and the patient was given a second thoracotomy. Now he is in a coma. Additional data has been requested.